Event description:
It was reported that during device unpacking, the stent delivery system was noted to be in the locked position; however, the stent was approximately 5mm prematurely deployed. Another similar device was used to complete the procedure. There was no patient involvement and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: device evaluation: a review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. An analysis of the returned device confirmed the reported device issue. Additionally, the absolute pro instruction for use provides the following instructions: holding the tip mandrel in place, inject saline into the lumen through the proximal luer fitting at the end of the housing assembly. Flush until fluid is observed exiting at the end of the sheath near the distal end of the stent. Hold the distal tip of the delivery system. Do not hold the stent area. Gently twist and pull to remove the tip mandrel. If the tip mandrel is not easily removed, do not use the device. The returned device analysis noted saline was visible and the stylet was not retuned suggesting handling preparation of the device and removal of the stylet. Based on the investigation, no product deficiency was identified.